Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: at analysis it was determined that there were disturbed pins in the patient connector and that the patient connector needed to be replaced. The device was to be sent on for repair. (B)(4).

Event description:
The software analyzer was returned with no information and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.